Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller. Unable to perform displacement test due to flashing white lcd. Device was received with partially broken off battery tube threads. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was dropped and there were cracks on the battery compartment. Customer's blood glucose was 6.2 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.